Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. Subsequently, the pump shut down. The customer's blood glucose was 159 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source using the original charging supplies.